Manufacturer narrative:
(B)(4). Eval, results: conversion to surgical repair. Eval, results/conclusion: stent graft undersized.

Event description:
An endurant bifurcated stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The common iliac arteries measured from 9 -14 mm and had moderate angulation. It was reported that the pt needed pre-treatment for pad where balloon expandable stents were placed in the common iliac arteries bilaterally. The following day, the pt had the endovascular procedure. The endurant delivery system passed fine through the right common iliac artery and was advanced to the intended location. When deployment was initiated, the graft cover came down, but the stent graft was not expanding. It was discovered that the bare metal stent on the right side was under sized. The stent was 8 mm in diameter and it was implanted in a 9 - 14 mm vessel and when the endurant delivery system was inserted, it dislodged the stent and took it upwards. When the stent graft was deployed, the bare metal stent was constricting the graft. The decision was made to perform an open repair surgical procedure to remove the delivery system and the graft. The physician cut around the fabric, then cut the nitinol hypotube with a wire cutter and took the tip out. They grabbed the proximal portion of the graft with forceps (the barbs were only partially deployed) and removed the graft. A conventional graft was sewn in. No add'l clinical sequelae were reported, and the pt is fine.